Event description:
During procedure, customer received a message from the control unit for interval delay and check water pressure. The control unit shut down and upon checking the catheter, it was able to be completely pulled out. Urologix contacted dr. (B)(6) office on (B)(6) 2009 and spoke with (B)(6). According to (B)(6), she noticed water on the pt's pad during treatment. When checked, the catheter was sliding out. The catheter was reinserted and the location balloon reinflated and the treatment continued. The customer noted that it was not heating up correctly. The treatment was stopped and the catheter slid out. According to (B)(6), the pt status was noted as fine on (B)(6) 2009, and the pt was subsequently scheduled for another treatment.

Manufacturer narrative:
The catheter was returned for analysis. Upon visual inspection, a puncture was confirmed in the lumen that fills the location balloon. The device history record for this (B)(4), was reviewed. All mfg and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met specifications at the time of release. It is noted that the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck, and every 5-10 minutes during treatment. The leak was confirmed to be caused by a puncture to the lumen that fills the location balloon, however, the root cause of the puncture is unk.